Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a percutaneous transluminal angioplasty interventional procedure. Reportedly, there was difficulty to insert the prostyle and only the distal guide was inserted. The sheath was upsized to an 8f then a 10f, but the prostyle was still unable to be fully inserted. Force was applied, and the distal guide of the prostyle broke inside the vessel but remained attached via the actuator wire. The device could not be removed. Vascular surgeons were called, and the prostyle was removed from the vessel via a cut-down. There was no reported adverse patient sequela. A clinically significant delay was reported due to the need for a cut-down. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break was confirmed based on the returned device condition. The reported difficulty inserting the device and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use, states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, the force applied during insertion likely contributed to the reported guide break. The reported difficulty inserting the device and the guide break appear to be related to the interaction with the patient anatomy due to the circumstances of the procedure. The reported ¿the prostyle was still unable to be fully inserted¿, and ¿force was applied¿, indicates that the angle of insertion in relation to the patient anatomy or vessel likely contributed to break. Breakage of the guide would compromise the foot functionality which subsequently contributed to entrapment of the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.